Manufacturer narrative:
The 2.5 mm diameter locking screw (1405-101x) is provided to the customer within a sterile kit (sk12) and marked single use. The UDI referenced is for the sterile kit, (sk12), that the product is distributed within. The device history records for all screws intended to be implanted were reviewed (1405-1012, 1405-1014) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the available information, one screw was found broken and backed out upon reviewing radiographic images from a postoperative follow-up. The root cause cannot be determined due the device not being returned for evaluation and review of radiographic evidence was also inconclusive as to the likely cause. Although a number of factors could have contributed to the breakage and backing out of the screw, it is possible either the screw was not completed locked during placement and/or post-operative activity of the patient lead to it backing out and its eventual breakage from being subjected excessive bending stresses. The instructions for use identifies the following warnings related to postoperative care and the surgical technique instructs on the proper method for inserting screws into a plate. The company will supplement this MDR as necessary and appropriate.

Event description:
After an original bunion surgery, one screw was found broken and backing out. There was no other report of any patient impact or injury as a result of this event and this malfunction has not resulted in a revision surgery to date.